Event description:
The reporter stated that the device result was 71mg/dl. She said that she ate breakfast and dosed with 4u novolog and 10u novolin. She said that she was taken to the hospital after passing out. The hospital checked her glucose and the level was 39mg/dl. She did not know what treatment she was given. The device was replaced and requested to be returned for evaluation.